Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial #) and h4. Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the advisory message related to the customer's report. However, without receipt of the device, root cause evaluation could not be peformed. The customer has been contacted for the device but we have not heard back with the any status of the device. Analysis of reports of this type has not identified anincrease in trend.